Event description:
Customer reported a power source alert issue with their device. There was no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by using the tandem charging cable and wall adapter to plug the charging cable into a wall outlet, which caused the pump to begin charging, requiring no further assistance.